Event description:
A malfunction was reported on the customer's pump after it had been submerged in water. There was no adverse impact on the customer's blood glucose level. Technical support helped the customer reset the pump, but the malfunction continued. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.